Event description:
Nurse caring for patient noted "burning"odor, notified respiratory therapist. As therapist was examing ventilator, ventilator ceased to function. Patient manually ventilated with 100% oxygen until replacement ventilator obtained and set-up. No adverse sequlae experienced by the patient or staff.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-91. Service provided by: independent factory trained/authorized service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, visual examination. Results of evaluation: mechanical problem, other, component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service, device temporarily removed from service. Invalid data - on device destroyed/disposed of status.